Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation summary: based on the available information, the root cause of the irrigation issue cannot be established, as the product has not been returned for analysis as it was disposed of by the site. Device technical analysis: it was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the intellanav stablepoint open-irrigated device hazard analysis was completed and confirmed that the event of "catheter difficult to irrigate" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of "cause not established". The reason for the alleged observation could not be established due to lack of evidence.

Event description:
It was reported that an event involving irrigation port occlusion or insufficient irrigation flow occurred. During a catheter ablation procedure for the treatment of atrial fibrillation, an intellanav stablepoint open-irrigated was selected for use. During flushing, the irrigation flow was observed to differ from normal and appeared faster than usual; as a result, the product was replaced. No error message was displayed. Irrigation was not interrupted or stopped during the operation. The procedure was completed successfully with no patient complications. The product was disposed of at the facility and will not be returned for analysis.

Event description:
It was reported that the irrigation flow appeared different than usual during flushing.during an ablation procedure for the treatment of atrial fibrillation, an intellanav stablepoint open irrigated catheter was used in the right and left atria. It was observed that the irrigation flow during flushing appeared different than usual. In addition, the flow rate was set faster than usual while flushing was being performed. No error messages were displayed. Another of the same device was used, and the procedure was completed successfully without patient complications. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's city is (B)(6) reported here as the facility name exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.